Event description:
Caller purchased guard at a drugstore. Guard was too small, took it back to store and exchanged it for a bigger size. When they removed the 2nd guard to adjust it, they noticed dried blood on the guard, which they claim was not their blood. Caller took the 2nd guard back to the store. Staff told caller they could replace 2nd guard with a 3rd guard, but all the guards in the store did not seem to be properly packaged. Caller could not recall if 2nd guard had plastic wrap around the box it came in. They are concerned of exposure to someone else's blood.